Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure. The customer¿s blood glucose level was 222 mg/dl. Customer also stated that the insulin pump had recently been turned on for the 1st time, a pump error occurred, settings were cleared, or had been suspended for more than 4 hours. The insulin pump will not be returned for analysis.